Manufacturer narrative:
Manufacturing device history record review was performed and found out that the reported serial number had passed all functional tests include leak and flow test. A product sample was received for evaluation. Visual inspection and functional testing were performed. No physical damage was observed. The technician powered on the device and found out that the flowrate was at 0 ml/min and could not create an occlusion. The technician inspected the monitor and found out that multiple thin tubing from the valve to the bench were disconnected at the valve due to not being pushed on enough. The reported issue of error-co2 sensor was duplicated. The technician secured all the connections to resolve the reported issue. The device passed all the functional test. The root cause of reported issue was determined to be related to disconnected internal co2 tubing due to incorrect assembly during manufacturing. Notification was sent to the manufacturing team for their awareness and to help drive necessary actions at preventing future occurrences. (B)(4).

Event description:
It was reported that there was co2 sensor error on reported device. No patient injury was reported.